Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm occurred three times. Customer was able to clear the alarm and was received a request to rewind insulin pump. No harm requiring medical intervention was reported. The customer will discontinue use of the device.

Manufacturer narrative:
S/w version 5.2 a retainer = black patient returned product with allegation of pump error 15 on (B)(6) 2021. Patient stated receiving pump error 15 3x. Nov 19, 20th, and the 21st. Dop114-980. Pump passed the self test and displacement test. No unexpected pump error 15 alarm noted during testing. Thump software was utilized and downloaded trace/history files properly. Pump error 15 confirmed in the history file on (B)(6) 2021 at 13:44, nov 19, 2021 at 11:45 due to (sw) error. Pump was cut open to perform visual inspection and no physical damage or moisture damage found on the electronic assembly, motor assembly and force sensor assembly. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: no physical damage on the pump case noted. Pump error 15 alarm was confirmed due to software error. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.